Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected customer was performing planned /non-emergency treatment and the procedure was completed as planned by restarting the system. Customer reported to philips that the geometry restarted in the middle of the case. The customer restarted the system and issue resolved so customer no longer required philips service as the issue had been resolved by rebooting the system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry restarts in the middle of the case. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.